Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was hard to close. The field service engineer (fse) opened the back panel of drawer 4 and found that the rails were off track. The rails for drawers 4-1 and 4-2 were repaired to restore proper alignment and functionality. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.2 was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.